Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead was slack and exhibited high thresholds. During the replacement the replacement lead exhibited placement difficulty and it was noted that the patient had a huge atrium, serious reflux and few myocardial tendons, therefore this lead could not be placed. A further pacing lead was attempted and the helix could not be 'spun out'. The lead was explanted and replaced. No patient complications have been reported as a result of this event.